Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, the shape of an orbit galaxy xtrasoft coil (640cx2505, lot unknown) was not complete. No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: event description submitted on the initial med watch report: as reported by the field, during a coil embolization, the shape of an orbit galaxy xtrasoft coil (640cx2505, lot unknown) was not complete. No patient injury was reported. No additional information is available. A non-sterile og cmplx xtrasoft coil 2.5x5 was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed. It could be noted that the coil is outside from the introducer. The coil was inspected under microscopic magnification, and multiple kinked conditions were found on it. However, it remained attached to the headpiece. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Despite the received embolic coil being multiple damaged, the shape observed in the coil does not exhibit a pattern that corresponds to the typical helical structure. The random complex coils do not follow a set pattern, instead the proprietary design creates a unique random shaped coil. With the evidence available the customer complaint cannot be confirmed. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. Kinking can occur during device handling where force may have been inadvertently applied in an attempt to reach the desired shape. The coil kinking was not originally documented in the complaint. With the limited information available, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: appropriate selection of the detachable coil is critical to ensure device effectiveness and patient safety. Examine pre-embolization angiograms in order to choose the optimum device for any given lesion. It is important to select the optimum coil length, coil diameter, and coil type to ensure desired volumetric filling. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.